Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection revealed no defects. The actual sample was injected with 18ml of air by a tr band inflator connected to it and was submerged in water. No leak was confirmed. The one-way valve was disassembled for further inspection. No adhesion of a foreign substance was found on the air-sealing part. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that that the actual tr band sample became deteriorated in its air-tightness performance due to the presence of a foreign substance in the air-sealing part between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. The above inspection, however, did not find any anomaly on the actual sample. The IFU states: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no findings. A search of the complaint record did not find any other report with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
A distributor reported that a nurse from a ward found that there was bleeding on the patient's arm after 30-40 mins of inflation of tr band balloon. However, the tr band balloon could not be inflated again for compression purpose. And they tried to inflate again without patient's arm, but it was not successful. The amount of blood loss was reported to be unknown. The procedure outcome is unknown. The final patient impact is unknown.